Event description:
The customer reported via phone call that she woke up and the insulin pump was off. The customer stated she is a heavy sleeper and doesn't recall any alarms. She changed the battery and received a battery out limit alarm. The customer stated the batteries were out greater than duration allowed. The alarm history showed a low battery alert and then an off no power alarm. Customer stated the battery cap is not loose, cracked or damaged. Blood glucose value was 283 mg/dl. The customer was not using the recommended battery type; she was advised to use change the battery type and monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.